Event description:
Following a lead revision (see MFR's report # 3004209178-2008-06213), the pt reported stimulation in the wrong location. The pt was getting stimulation in the abdomen. It was causing her to have bladder spasms and irritable bowel syndrome. The stated that it felt life a knife and it hurt to breath. The pt's symptoms were located in her mid-back. She said she couldn't drive and go to a store; she was getting fitted for a wheelchair. She included that her healthcare professional (hcp) stated that her pain was post laminectomy syndrome; however, the pt didn't believe this because it hurt in the middle of her back. The hcp referred the pt to another hcp who she said was a complex spine doctor. That hcp offered to do a four hour surgery to try and fix the lead, but the pt stated she did not want to do that. She included that she was scheduled to do a pump trial in october with another hcp. The pt was at home. Her status was reported to be "fair". Add'l info has been requested, a follow-up report will be sent in add'l info becomes available.